Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range impedances. Technical services (ts) reviewed and found the reading to be greater than 2000 ohms. Ts recommended programming changes with the cardiac resynchronization therapy pacemaker (crt-p) device. This crt-p system remains in service. No adverse patient effects were reported.